Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-02186.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.